Event description:
It was reported that a patient had high impedances; greater than 4000 ohms on some of the bipolar pairs. The default settings were increased and the test was re-run. The reporter then saw question marks (???) In the results. Accurate results could not be obtained at those parameters. It was stated that a combination was found that "covers" and the impedance was 590 ohms. The patient programmer was not allowing full range with stimulation changes, but full range was available according to the clinician programmer. The patient had to turn stimulation up to get the same stimulation feeing. It was a possibility that the battery needed to be replaced. The battery level was showing 2.64 after running "for minutes." There was no power-on-reset (por) condition reported. No further information was provided. If more information is made available, a follow up report will be sent.

Manufacturer narrative:
Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 3487a, lot# j0211518v, implanted: (B)(6) 2002, product type: lead. Product ID: 3487a, lot# j0211518v, implanted: (B)(6) 2002, product type: lead. (B)(4).